Manufacturer narrative:
The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the device experiencing intermittent power while on battery power. Service evaluation verified this issue. The cause was identified to be depressed battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump the device experienced intermittent power. There was no patient involvement. No additional information is available.